Event description:
The international customer reported the ventilator was alarming with no air output during operation while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer reported the blower was replaced to correct the reported problem. The biomed reported a full checkout was performed and there have been no further problems noted.

Manufacturer narrative:
Device is out of warranty; no request for manufacturers service.